Event description:
Procedure type: hysterectomy. According to the rptr: while suturing the vaginal cuff, the v-loc spike broke off into the vaginal tissue. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).